Event description:
It was reported that a merlin.net transmission showed oversensing of myopotentials. The device was reprogrammed and remains implanted. The patient was in good condition following the event.